Event description:
It was reported that the pump module did not detect the air in the line at the completion of the infusion. The air makes its way past the module without detection or alarm. The customer also mentioned that the "issue was occurring on other devices as well." This file is meant to capture the initially reported failure to alarm issue. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module did not detect the air in the line at the completion of the infusion. The air makes its way past the module without detection or alarm. The customer also mentioned that the "issue was occurring on other devices as well." This file is meant to capture the initially reported failure to alarm issue. There was patient involvement but no harm.